Event description:
It was reported that 6 years ago, a pt received a right common femoral to above knee popliteal bypass graft. The pt had no problems until 3 1/2 years later, when the graft suddenly occluded while the pt was flexing his legs. An angiogram was done and lytic therapy performed. It was reported that the pt then developed acute compartment syndrome and underwent a fasciotomy of the right leg. Subsequent to that the pt developed an infection of the posterior right leg and was treated with antibiotics, I & d and debridement.

Manufacturer narrative:
The sample has not been returned for eval, so a sample eval could not be performed. The device history records could not be reviewed, as the lot number was unk. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. There have been no other complaints for occlusion reported for this product code. The current IFU includes the following adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion.